Event description:
The manufacturer received information alleging after installing part (trilogy evo machine flow sensor), the device failed system leak test. There was no harm or injury reported. After removing this part and using another part, the device passed the system leak test.